Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's wife reported that a few weeks prior to calling customer service on (B)(6) 2011 customer received a reading of 75 mg/dl on his freestyle lite blood glucose meter. She further reported he experienced weakness, was "talking funny", was "perspiring on his face" and subsequently lost consciousness. Paramedics were called, received a reading of 12 mg/dl on their unspecified blood glucose meter and treated him with glucose via injection. Customer self-treated by drinking juice and ingesting an unknown number of glucose tablets. There was no report of death, serious injury or mistreatment associated with this event.